Event description:
Per the physician, the lead migration and lead coiling were due to patient manipulation. Per the caregiver, the patient was noted to have been picking up under her axilla. It was reported that non-absorbable sutures were used to secure the generator. No additional relevant information has been received to date.

Event description:
It was reported the patient was scheduled for full revision. From imaging, it was observed that the generator had migrated to the axilla and the lead had become tightly coiled around the generator. Surgery was performed to untangle the lead and reposition the generator. The generator was noted to have been tied down more securely. System diagnostics were noted to be within normal limits. No additional relevant information has been received to date.